Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Was any surgical intervention performed? No. Were any cultures taken? Results? No. Please describe how was the adhesive was applied. Normally. What prep was used prior to, during or after adhesive use? Unk. Was a dressing placed over the incision? If so, what type of cover dressing used? Yes, gauze covered the incision. Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Unk is the patient hypersensitive to pressure sensitive adhesives? The patient had previously experienced skin rash when using a bandage. Was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? Unk. Patient demographics: initials / ID, gender, age or date of birth; bmi unk. Patient pre-existing medical conditions (ie. Allergies, history of reactions) not special condition was reported. Has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? No. Name of surgeon? Unk. What is the physician¿s opinion as to the etiology of or contributing factors to this event? Although he was allowed to take a shower from the second day after surgery, he did not wet the wound, he left gauze on it, and he had a history of having a rash from regular bandages. Is product available to return for analysis. No. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Additional information has been requested and received. Please clarify if restamine ointment was prescription strength or if it was bought over the counter (otc). Diphenhydramine hydrochloride was prescribed. ? What is the procedure name? =>mastectomy. ? What is the procedure date (dd/mm/yyyy)? =>unk. ? What date did the reaction occur on (dd/mm/yyyy)? =>post-op 3 days. ? What does the reaction look like and how large of an area does the reaction cover? ¿around wound. ? Do you have any pictures of the reaction? No. ? Can you identify the lot number of the product that was used? Unk. ? What is the most current patient status? =>unk. ? Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? No, but the patient has previously experienced a rash when using a bandage. ? Please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq) =>name unk. Additional information has been requested however not received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Was any surgical intervention performed? Were any cultures taken? Results? Please describe how was the adhesive was applied. What prep was used prior to, during or after adhesive use? Was a dressing placed over the incision? If so, what type of cover dressing used? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? Patient demographics: initials / ID, gender, age or date of birth; bmi. Patient pre-existing medical conditions (ie. Allergies, history of reactions) has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Name of surgeon? What is the physician¿s opinion as to the etiology of or contributing factors to this event? Is product available to return for analysis. No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent a mastectomy on an unknown date and topical skin adhesive was used. The site where adhesive was put on became red, post op day 3. No sample will be returned. Restamine ointment and diphenhydramine hydrochloride was prescribed further details are not provided. Additional information has been requested.